Event description:
The customer contact reported air in the tubing with no pump alarm. The pump was returned to the biomedical engineering department by an unspecified clinical unit who stated, "air in line sensor failed." No specific pump programming and patient information were provided. The nurse reported that she saw air in the line, and the pump did not sound an audible alarm tone. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.